Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the lead was replaced with a longer lead. No device malfunction was suspected. The patient was doing well postoperatively.